Event description:
It was reported when the client performed PICC catheter placement, the pre-flushing of the catheter revealed that the catheter was leaking at the tip of the catheter and had a small eye with a sand hole, and then a new catheter was replaced for placement. The patient was unaffected. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. The product returned for evaluation was a groshong nxt clearvue catheter with an inlaid stylet. Light use residue was observed on the catheter. Microscopic inspection of the catheter revealed a small hole distal to the 5cm depth marking. The catheter was dissected which revealed the inner wall exhibited damage consistent with the damage observed on the outer wall of the catheter. The features of the damage observed on and within the catheter shaft suggest the damage was most likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter or compression of the catheter with the stylet still inserted. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported when the client performed PICC catheter placement, the pre-flushing of the catheter revealed that the catheter was leaking at the tip of the catheter and had a small eye with a sand hole, and then a new catheter was replaced for placement. The patient was unaffected. No other information was provided.